Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl resulting in the customer losing consciousness. Cause of low bg was due to using prescribed novolog insulin. Reportedly, the customer fell and experienced a fractured nose due to the low bg event. Customer consumed carbohydrates to initially address bg and the paramedics provided assistance by transporting the customer to the emergency room (ER). The customer was admitted to the ER where healthcare providers used a CPAP mask to address bg. The customer was subsequently hospitalized due to vomiting that resulted in pneumonia and was treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.